Event description:
Procedure performed: robotic total hysterectomy. I wanted to fill you on the information that I received today which occurred with the inzii retrieval bag code (B)(4) at [hospital] yesterday. The lot number for the product is 1345533. The bag was thrown away- although the packaging was kept from the procedure. It is not noted what the bag was used for in the procedure. The case was a robotic total hysterectomy on 3/18/2019 at 7:30 a.m. The surgeon was [dr.] And no patient harm was reported from the procedure. [Hospital] has filed an incidence report and let their risk management team become aware of what happened. Additional information received via telephone from account manager on tuesday, 19mar2019: I was not in the case. The material manager only told me that the metal clasp on the bag broke. The deployment mechanism malfunctioned. The material manager did not have much information. Additional information received via email from materials manager on wednesday, 20mar2019: a second bag was pulled to finish the case. See attachment of packaging picture. Concomitant devices are not applicable. I don't not have any additional details to answer the first set of questions below. Packaging picture: wire popped out. Additional information received via email from service line manager on thursday, 21mar2019: the experience with deployment was normal. The bag did fully unravel/unroll. The metal supports were fully exposed upon deployment. Not applicable the bead/tissue bag found towards the middle of the supports or away from the tube. The device did not jam during deployment of the actuator/plunger. Not applicable if the plunger/actuator was pressed forward towards the handles, then retracted, and then re-advanced. The bag was still attached by the string to the plunger/actuator. The device was safely removed from the patient. There was enough room in the body cavity for the bag to open. The bag didn't fall off, the metal supports were exposed. Additional information received via email from service line manager on thursday, 21mar2019: the tips were exposed inside the patient's body. "Metal clasp broke" just means the metal was exposed, the bag came off the metal prongs before the bag was closed. Additional information received via mail, medwatch form: (B)(4) on 14may2019. Specimen bag failure, prior to specimen being placed in the bag, after the bag was in the body, bag did not deploy correctly. The wire popped out. There was no harm to the patient. Specimen retrieval from total hysterectomy. Patient status: no patient injury. Type of intervention: a second bag was pulled to finish the case.

Manufacturer narrative:
The combined initial and final report has already been sent for this complaint on april 9th, 2019. However medwatch (B)(4) was received for this complaint on may 14th, 2019. This report is being sent to close out report (B)(4).

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: robotic total hysterectomy. I wanted to fill you on the information that I received today which occurred with the inzii retrieval bag code cd003 at [hospital] yesterday. The lot number for the product is 1345533. The bag was thrown away- although the packaging was kept from the procedure. It is not noted what the bag was used for in the procedure. The case was a robotic total hysterectomy on (B)(6) 2019 at 7:30 a.m. The surgeon was [dr.] And no patient harm was reported from the procedure. [Hospital] has filed an incidence report and let their risk management team become aware of what happened. Additional information received via telephone from account manager on (B)(6) 2019: I was not in the case. The material manager only told me that the metal clasp on the bag broke. The deployment mechanism malfunctioned. The material manager did not have much information. Additional information received via email from materials manager on (B)(6) 2019: a second bag was pulled to finish the case. See attachment of packaging picture. Concomitant devices are not applicable. I don't not have any additional details to answer the first set of questions below. Packaging picture: wire popped out. Additional information received via email from service line manager on (B)(6) 2019: the experience with deployment was normal. The bag did fully unravel/unroll. The metal supports were fully exposed upon deployment. Not applicable - the bead/tissue bag found towards the middle of the supports or away from the tube. The device did not jam during deployment of the actuator/plunger. Not applicable - if the plunger/actuator was pressed forward towards the handles, then retracted, and then re-advanced. The bag was still attached by the string to the plunger/actuator. The device was safely removed from the patient. There was enough room in the body cavity for the bag to open. The bag didn't fall off, the metal supports were exposed. Additional information received via email from service line manager on (B)(6) 2019: the tips were exposed inside the patient's body. "Metal clasp broke" just means the metal was exposed, the bag came off the metal prongs before the bag was closed. Patient status: no patient injury. Type of intervention: a second bag was pulled to finish the case.